Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement for evidence of visible foam particles. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam particles was found inside the blower kit and blfm-blower foam degradation was found. In addition, the device had dust contamination and displayed error code e053 (err_comp_log_sem_timeout), e065 (err_stuck_encoder_a). Lastly, the device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.